Event description:
There was one resolute integrity rapid exchange (rx) drug eluting stent implanted in the lad during the index procedure. It is reported that occlusion of the side branch (1st diagonal) was observed post deployment of the stent and another brand stent was implanted to treat the complication. It was not possible to restore timi 3 flow on the side branch.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion).

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
The patient suffered an myocardial infarction one day post the index procedure. The investigator has indicated the event was possibly related to the study device.